Event description:
It was reported that during an indirect decompression spacer implant procedure the spindle cap broke. It was noted that the physician did not use excessive force during the procedure. There was thick bone as well as osteophytes which caused resistance. It was assessed that multiple deployments led to the implant breaking. There were no broken pieces left inside the patient. A different spacer of the same size was used to complete the procedure. No additional adverse patient effects were reported. The spacer will not be returned as it was discarded at the hospital.